Event description:
The patient was bilaterally implanted with oval silicone gel implants on 6/26/86, subsequently the devices ruptured and the patient experienced mental distress, disfigurement, capsular contracture, breast pain, rupture, mulptiple surgeries, illness including but not limited to autoimmune type illnesses, and connective tissue disorders. The devices were removed on 4/2/93.